Manufacturer narrative:
A manufacturing review was not required as this is the only complaint reported to date for this product and lot. The physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon twist and inflation issue could not be determined based upon the provided information. A review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2023).

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly failed to inflate in the mid point. It was further reported that the drug coated balloon allegedly twisted upon inflation. There was no reported patient injury.